Event description:
Procedure: lavh. According to the reporter: the endostitch stopped functioning during the case. The jaws would not open or toggle after loading. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).